Event description:
The customer reported, the probe on the ortho provue analyzer did not pierce the foil and dispensed fluid on top of the foil of the mts a/b/d monoclonal and reverse grouping card. Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. Fluid on top of foil may result in carryover and cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. The fe determined that the probe was bent and the wash station was cracked. The fe replaced the damaged components and performed the appropriate adjustments to return the instrument to expected operation. The customer ran and accepted qc. This customer has not logged any similar complaints against this analyzer since this incident.